Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 19 mg/dl at the time of the event. After being released from the hospital, the customer began to experience high blood glucose and was subsequently hospitalized due to hyperglycemia. The reported blood glucose reading was 731 mg/dl. It was reported that the buttons on the insulin pump were unresponsive. However, at the time of the report the buttons were fully functional. The total amount of basal and bolus delivery did not correspond with that was recorded in the history files. Nothing further was reported.